Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively in a robotic laparoscopic inguinal hernia procedure, the hugo tower exhibited several issues. The system was shut down as per usual from a previous case. However, the tower did not display a pulsing blue light on start-up. The bottom uninterrupted power source(ups) of tower was turned off and then back on, after which the system returned to the pulsing blue light. Additionally, there was no image display on the operating room team interface (orti) in tower. The issue was not resolved, external displays were visible and used for image and touch screen functionality. It took about 10 minutes to resolve the issue. There was no patient involvement.